Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was identified silicic acid. A specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. It is possible the foreign materials were not removed due to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) . Gif-ez1500 chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif-ez1500 chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issues of switch 2 non-functional and angulation knob leak were confirmed; poor contact of switch 2 was noted due to heavy corrosion of the contact area, with a possible relation drawn between moisture from the angle knob leak and/or an oxidizing substance coming into contact with the device (as via a cleaning machine or process). The angle knob leak was related to a failure of the angle knob gasket, which deteriorated. Discoloration was also noted in the scope and the scope grips. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during a pre-use inspection of the customer¿s gastrointestinal videoscope device, it was discovered that switch 2 was unresponsive, and the angle knob leaked. The unknown procedure was completed successfully using the same device, with no patient impact. The customer later reported that, during periodic inspections by the customer, when the device was fully angulated in the up direction, air leakage was confirmed from the angle knob, and the pressure on the water leak tester also dropped, which showed a water leak; however, the leak would come and go. On (B)(6) 2023, it was discovered during testing and inspection of the returned device that there was foreign material lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation. The following additional findings were also noted during the device evaluation: assorted scratches, chips, discolored components, shaved and corroded components, and wear of the angle wire resulting in bending angle in the up direction and play of the up/down knob being out of specification.